Event description:
It was reported that this lead had been implanted for left bundle branch area pacing (lbbap). During a follow up about six weeks later, the pacing threshold measurements were fluctuating between 1.6 and 3.5 volts. A lead revision was performed four days later where this lead was explanted and replaced with a new lead of the same model. Pacing threshold values were then stable at 0.7v. No additional adverse patient effects were reported. The explanted lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was received severed at 115 mm from the terminal pin end. Resistance testing was completed and the lead segments were confirmed to be electrically continuous. Visual inspection of the terminal pin assembly, lead body, and electrode tip found cuts in the insulation and deformed and stretched conductor coils, consistent with explant damage. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the high pacing threshold measurements observed while the lead was implanted.

Event description:
It was reported that this lead had been implanted for left bundle branch area pacing (lbbap). During a follow up about six weeks later, the pacing threshold measurements were fluctuating between 1.6 and 3.5 volts. A lead revision was performed four days later where this lead was explanted and replaced with a new lead of the same model. Pacing threshold values were then stable at 0.7v. No additional adverse patient effects were reported. The explanted lead was returned for analysis.